Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors and insulin pump turned on and off. The blood glucose was unknown at the time of the incident. Customer did not feel the need to troubleshoot for the alarms due to replacement. Customer advised that, the insulin pump should be replaced and revert to a back-up plan. The insulin device will be returned for analysis.

Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 68, 28, 53 and 3 noted during testing. However, pump error 53 alarm found in the pump history. Unable to determine root cause, problem isolated to electronic assembly. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted.